Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that there was positioning and fixation difficulty of the right atrial lead and two days later the lead was found to be dislodged. The lead was removed and replaced. No patient complications have been reported as a result to this event.